Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with lead noise on the right atrial lead. The noise was oversensed. The lead was capped and replaced on (B)(6) 2018. The patient was stable.

Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. Full breach insulation degradation was noted at 4.5cm from the connector pin. External insulation abrasion breaching the insulation was noted at 24.3cm to 24.5cm from the distal tip consistent with lead friction to another device or feature of the heart. The cause of the reported event was isolated to full breach insulation degradation and the external insulation abrasion.

Event description:
New information received on (B)(6) 2020, indicates that the lead was explanted on (B)(6) 2019.